Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported a false high due to erratic sensor reading and noted "it goes on and off for 3 hours." As a result, his insulin doses were not correct causing hypoglycemia. The cgm was 200mg/dl but his blood sugar was at 39 mg/dl. The patient experienced seizure. The spouse provided the patient a peanut butter and jelly sandwich to eat and he recovered after treatment. At the time of the report, the patient felt good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.